Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a device used for spinal thera py. It was reported that ¿wear and tear¿ on the instrument over time made the instrument get stuck. One of the joints that can be loosened and tightened is stuck in a tight position and cannot be loosened to adjust or move part of the flex arm. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3. Device evaluation summary: product analysis (B)(4).:part # 9561524 lot # my15m001 visual inspection confirmed the small knuckle handle has broken. The flex arm is very old and appears to be worn from repeated use. This regulatory report is being submitted due to retrospective review through CAPA 624392.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.